Event description:
Information was received that patient's cadd legacy pump spontaneously shut off saturday night. Per patient, they were thought to be off remodulin medication for more than four hours-woke up lightheaded, dizzy, and had to hold on to the wall. Back up pump was used at rate of 46 ml/24hr. Patient experienced jaw pain, migraines and took compazine for nausea. After which was able to sleep for four hours. No patient injury occurred. Event reported to be resolved.